Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue in which, upon removal of transmitter from charger, the fully charged transmitter light which normally blinks did not blink, and when transmitter was connected to the sensor, it did not blink and the pump did not respond, resulting in the device being unusable. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed and a blue-green-like object was attached to the connection pin of the charger; when the adhered object was removed, the patient tried connecting the transmitter and charger again several times, but there was no improvement in the situation. It was unknown whether the reported issue was resolved or not. The customer was informed that transmitter and/or transmitter charger will be replaced. No harm requiring medical intervention was reported. Product return is not required for mmt-7841zw.